Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A service manager reported about a complaint of lens stuck in the injector. There was no patient harm. The surgery was completed with a new lens. There are three medical device reports associated with this report. This is 3 of 3.

Manufacturer narrative:
The device and the lens were returned loose. A note with the complaint pr number was held in place by a rubber band onto the plunger spring of the device. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The lens was returned adhered in dried solution on the exterior of the device. One haptic was bent in the gusset area. The anterior optic surface has a scratch near the optic edge. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The used device and the damaged lens were returned separate. The root cause for the reported complaint of 'stuck in the injector' may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The IFU instructs: during device preparation and implantation of the company lens, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).